Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that unexpected bleeding occurred along the staple line. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. Title: pancreatic fat and body composition measurements by computed tomography are associated with pancreatic fistula after pancreatectomy source: ann surg oncol (2021) 28:530¿538 published online: 20 may 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2016 and december 2017 of 150 patients, that compromised of 97 males and 53 females, which aimed to show that pancreatic fat and body composition measurements by computed tomography can predict post-operative pancreatic fistula. The linear stapler and reload was used for pancreatic transection. Post-operative complications included average bleeding of 430ml, with highest recorded of 587ml and lowest being 270ml and post-operative pancreatic fistula which developed in 30 patients. Pancreatic fistulas were treated with drains, being replaced every 3-4 days until cured. Article: suguru yamada, 2020, ann surg oncol (2021) 28:530¿538.